Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. During the evaluation a functional test was performed on the device. The handle was manipulated several times and the forceps cups would open, but they would not close. During a visual inspection of the device, at the distal end of the sheath, there is an appearance of a pebax tag. The device will be sent back to the supplier for further evaluation. Investigation conclusion: the product was returned to the approved supplier for evaluation and the investigation is on-going. Once additional information has been received a follow-up emdr report will be provided.

Event description:
During an endoscopic procedure, the physician used a cook captura biopsy forceps with spike. They opened the forceps, felt a snap, and were unable to close the cups. Another device was used to complete the procedure.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open bag. The lot number said to be involved was not provided in the return. Our laboratory evaluation of the product said to be involved confirmed the report. During the evaluation, a functional test was performed on the device. The handle was manipulated several times and the forceps cups would open, but they would not close. During a visual inspection of the device, at the distal end of the sheath, there is an appearance of a coating tag. The device will be sent back to the supplier for further evaluation. The supplier provided the following information: one device from the reported event was returned in a zip type bag with proof of decontamination. The device was tested for "would not close" and for the presence of a coating tag at the distal end of the sheath. During functional testing, it was confirmed that the device would not operate properly when the handle was manipulated. Upon further investigation and disassembly of the device tip, it was noted that the device has a butt joint that has broken at the solder connection. During a visual inspection the complaint for the presence of a coating tag was confirmed. The reported defects were confirmed. The device history records for the device could not be reviewed due to the lot number being unknown. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: the customer experienced issue of "would not close" was confirmed; the device has a butt joint that has broken at the solder connection. The root cause is a butt joint with a broken control wire / link wire solder joint. The supplier is currently working on improvements to create a more robust soldering process to prevent solder joints from breaking. The presence of the coating tag was confirmed. Prior to distribution, all captura biopsy forceps are subjected to a visual inspection and functional test to ensure proper workability. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.